Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that customer ordered a pca w/morphine, syringe and pca. Morphine syringe scanned. The syringe was not recognized by pump. Intensive care unit charge nurse called to troubleshoot and was unable to get pump to recognize syringe. Rn notified md, md placed one time order for morphine for patient and updated pca orders to dilaudid. Entire syringe of pca morphine was wasted in med room. There was patient involvement but no harm.